Event description:
A zoll distributor returned electrode belt sn (B)(4) to report that the electrode belt failed incoming functionality testing.

Manufacturer narrative:
Device eval of electrode belt sn (B)(4) has been completed. The reported problem (cannot complete testing) was confirmed. Upon eval, the distribution node to the rear therapy electrodes and the cable connecting ECG electrodes a and b were pulled from the strain relief, damaging the wires. The root cause for the damaged cable and wires cannot be positively identified but is likely physical abuse. No adverse event resulted from the damaged cable and wires.